Event description:
It was reported that during a gastric sleeve procedure, the clips were ejecting instead of preloading. Clips were also skipping preloading sequences and not forming properly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.